Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 150-200mg/dl fasting. Verified the strips expire 11/29/2018. Customer confirms the strips have been properly stored and were first opened 2/9/2016. Customer performed a blood test and obtained 115mg/dl. Reviewed meter memory: (B)(6). Customers concern: concern with hi, hi, hi on (B)(6) 2016 12-:10:00 pm-12:22:00 pm. Customer has not had any changes in diet or medication. Customer only run one blood test and obtained resulted of 115 mg/dl.